Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." Also, tandem¿s t:flex cartridge instructions for use indicated to ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill messages occurred after the cartridge was filled with 200 units of cold u-500 humalin insulin. There was no impact to the customer's blood glucose level.